Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event was observed on an unspecified date of 2022, further described as "within the last 3 weeks". Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that gray particles were observed in bags when spiked with a non-vented high-volume inlet. This issue was identified during delivery at the pharmacy using an automated compounding device. There was no patient involvement. No additional information is available.